Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2015 with the following findings. On investigation, the pump powered up to the verify screen that was dim and discolored. The battery compartment was found to have cracked from the top to the case seal. Review of black box data did not find time/date reset to default after pump reboot. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. Allegedly, the time and date reset to default settings with pump reboot. There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on 12/24/2015.